Manufacturer narrative:
The investigation of optical signal issue and pump did not start has been completed. The data logs were not returned. Pump did not start. There were no damages to the returned product. The pump was purged with both purge cassettes and was able to run for 42 minutes in the lab with no issues. Due to lack of data logs returned and clinical information provided, the root cause of the pump did not start cannot be determined. Optical signal issue. The 5s parameters were taken from the pump and they were within specification. When connecting the pump to the console, there were placement signal not reliable (psnr) alarms that reproduced. The imc logs were checked for the pump connected to the lab console and the calibrated g0=0. The root cause of the optical signal issue is most likely due to an eeprom corruption error, however the cause is unknown. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26922 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant had a impella cp pump being placed to support a patient admitted in with cardiogenic shock and cardiomyopathy. It was reported that impella showed no placement of left ventricle curves. The connection of the plug has been checked. The medical doctor reports that the activated clotting time is in range and they found no thrombus in the ventricle. It was further reported the pump start not possible, medical stuff try to prep impella cp again however not successful. The controller was replaced but same problem occurred. They decide to use a new impella cp set. The patient was stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.